Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 about 7am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After, the patient claimed she felt a symptom of jittery. The patient ate a snack as treatment. The patient was also advised to obtain another meter by her health care professional (hcp). On (B)(6) 2013, the patient obtained a blood glucose result of ¿165 mg/dl¿ with another meter. No additional treatment was specified. There was no indication of misuse. The cca advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.